Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Reliability analysis evaluated two sealed reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies but none were found. Occlusion test was performed as follows: reservoirs filled with diluents, and connected to a new infusion set, installed reservoir and connector into an insulin pump and performed manual prime. Visually observed fluid flowing through infusion set and out the catheter tip. Conclusion: reservoirs not occluded.

Event description:
It was reported that the insulin pump alarmed no delivery during the priming process, five times, within one day. The customer's blood glucose was unknown. Nothing further was reported.